Event description:
On 04-sep-2025 the user reported hyperglycemia with a highest blood glucose (bg) of 404 mg/dl after an occlusion alert went unnoticed and insulin was not delivered for several hours. A full supply change was performed, and insulin delivery resumed. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.